Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal") in a female patient who had essure (batch no. B44004) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced contusion ("bruises on the whole body"), fatigue ("heavy fatigue") and arthralgia ("joint pains"). On (B)(6) 2018, 4 years 3 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, contusion, fatigue and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, contusion, fatigue and medical device removal with essure. The reporter commented: events occurred from (B)(6) 2014. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1805972) on 02-may-2018. The most recent information was received on 28-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal") in a female patient who had essure (batch no. B44004) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced contusion ("bruises on the whole body"), fatigue ("heavy fatigue") and arthralgia ("joint pains"). On 8-mar-2018, 4 years 3 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on 8-mar-2018. At the time of the report, the medical device removal, contusion, fatigue and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, contusion, fatigue and medical device removal with essure. The reporter commented: events occurred from mar or apr-2014. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-may-2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 757 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-may-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.